Manufacturer narrative:
Other applicable components are: product ID: 3888-33, lot# v855431, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# v941616, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# v855431, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# v941616, implanted: (B)(6) 2012, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) they had several falls and had been hospitalized multiple times for heart problems. After falling the consumer was not getting therapeutic effect due to stimulation being uncomfortable or in the wrong leg; they needed it in the left leg and were getting stimulation in the right. It was noted "stunk" was still in the wrong leg and the peripheral nervous system (pns) leads were superficial in the left hip and burned when in use. An x-ray was performed as the leads have may have moved, but it remained undetermined. The manufacturer's representative (rep) additionally reported no actions were planned to resolve the reported issues at the current time. The consumer had the implantable neurostimulator (ins) off and were not using it as the physician was reluctant to explant due to surgery risk and the consumer not being a candidate for surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.